Event description:
It was reported that the pulse generator could not be interrogated. It was noted that the magnet rate was 75 beats per minute, indicating elective replacement indicator. The device was explanted and replaced.